Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized and was treated with unknown antibiotics for the peritonitis. The cause of the peritonitis was unknown. Six days after the hospitalization, the patient was discharged. The patient was recovering from this event and pd therapy was ongoing. No additional information is available. This is report 1 of 2 involved in this event.

Manufacturer narrative:
(B)(4). Upon follow up it was reported that the patient was readmitted to the hospital for recurrent peritonitis. The patient felt ill as a result of the peritonitis and was treated with vancomycin 2g intraperitoneally (frequency unknown) for the event. The patient was later discharged from the hospital. It was unknown if the patient recovered from the peritonitis. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13i28072 and h13j27024 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.